Manufacturer narrative:
Sorin group manufactures the centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that after ending a case, bypass was resumed due to a patient issue. When the pump was turned on, the pump ramped up on the set point. The perfusionist was unable to reduce the speed with the speed potentiometer. The device was power cycled, which resolved the issue. There was no patient injury.